Event description:
It was reported that the fiber broke, after 94287 joules and 11:06 minutes, during a photoselective vaporization of the prostate procedure. The tip of the fiber was not cleaned during the procedure. The procedure was completed utilizing another fiber. There was no injury to the patient.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device indicates that the metal cap is detached and not returned. The glass cap exhibits severe devitrification at output window. The fiber can independently rotate within outer flow tubing. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. It is probable that the cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of glass cap fracture and cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the fiber broke, after 94287 joules and 11:06 minutes, during a photo selective vaporization of the prostate procedure. The procedure was completed utilizing another fiber. There was no injury to the patient due to this event.